Event description:
It was reported that the customer experienced elevated blood glucose levels reaching mg/dl. Customer delivered a manual injection and changed the cartridge to stabilize blood glucose levels.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.